Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 220- 230 mg/dl. The customer indicated that a bolus was delivered. Reportedly, cold insulin had been used.